Manufacturer narrative:
The reported event of high impedances was confirmed. The extension was received complete. X-ray analysis of the extension header revealed that channels 2, 7, and 8 wires were broken from the channel weld. The broken wires are consistent with an overstress condition the extension was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6). It was reported to abbott, while in the surgery the physician called to rep to state they had no connection to the ipg and stimulation wasn¿t working. The rep could not connect with the ipg either. The ipg was disconnected from the lead and extension. The extension showed high impedances. The extension and ipg were replaced. The issue was resolved. Stimulation was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04796. It was reported that the patient's ipg was inoperable and extension showing high impedances. In turn, surgical intervention was undertaken wherein the ipg and extension were explanted and replaced to address the issue.